Event description:
It was reported that during a da vinci-assisted surgical procedure, the white inlay of the synchroseal instrument was detached from the branch. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to the cut electrode dislodged from the base. One end of the cut electrode that contains the white insulation was peeled back and a piece was sticking out of the distal tip. There was no material missing. The complaint regarding [add complaint details] was confirmed by failure analysis. Root cause is attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.